Event description:
It was reported that a drill bit broke during a surgical procedure and that a second drill bit ran idle. No adverse consequences were reported.

Manufacturer narrative:
The drill bit subject to this complaint was returned for evaluation. It was visually confirmed that the product had broken at the point where the metal bit joins the plastic hub. It was not possible to determine the definitive root cause for the breakage.